Event description:
Patient was seen by physician in (B)(6) 2011 for consult regarding replacement of the device. The patient reported that the catheter was causing discomfort; it bothered her rib cage and iliac crest. The pump and catheter were replaced. It was normal battery replacement. It was indicated that in (B)(6), 2012 the patient was doing fine, was ok. The pump was delivering compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8731, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2011-(B)(6), (B)(4).